Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac defibrillator was capturing intermittently. Programming changes were made. The patient was in stable condition.